Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat varices performed on (B)(6) 2024. During the procedure, the physician was able to deploy two bands successfully. When attempting to deploy another band, it did not deploy off of the ligator correctly. The bands just fell off of the ligator cap. It was reported that the handle was not rotated correctly when the physician was deploying the band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with two bands on it, the teeth were bent, the handle did have evidence that the trip wire was secured. No other problems with the device were noted. The reported event of the bands prematurely deployed was not confirmed. Upon analysis, the ligator housing returned with two bands on it, the teeth were bent, the handle did have evidence that the trip wire was secured. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat varices performed on (B)(6) 2024. During the procedure, the physician was able to deploy two bands successfully. When attempting to deploy another band, it did not deploy off of the ligator correctly. The bands just fell off of the ligator cap. It was reported that the handle was not rotated correctly when the physician was deploying the band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.